Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had post implant right ventricular failure and was put on sildenafil and inotropic support. The right ventricular failure resolved. The patient also had acute kidney injury post implant, that was not known to be pre-existing. The patient was put on continuous renal replacement therapy and dialysis until (B)(6) 2023 and then was stopped. On (B)(6) 2023 the patient experienced melena. Their international normalized ratio (inr) was over therapeutic at 3.69. The bleeding was possibly thought to be secondary to gastritis with ulcers and duodenitis. A gastroscopy was done. There was no active bleeding found and a biopsy was negative for helicobacter pylori. Vitamin k was administered for high inr and aspirin was removed. Inr decreased to 2-2.5. Lanoxin (digoxin) was added to the regimen and sildenafil was stopped to help the bleed. Octreotide and brevican would be administered is bleeding recurred. The patient went home stable and the bleeding resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists renal dysfunction, bleeding, and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.